Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A gastro-intestinal ulcers are a known complication of a j tube placement. Health effect clinical code of e2339 was chosen to capture the event of duodenal ulcer. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023 a patient in greece underwent a procedure for the placement of a percutaneous endoscopic jejunal tube (j-tube). In (B)(6) 2025 during a gastroscopy for a tubing replacement, a gastric ulcer in the pyloric area and a duodenal ulcer on the anterior wall of the bulb were found. It was reported that the tubes were removed and a new peg tube was placed. Biopsies were done and duodopa therapy was discontinued. The gastroenterologist recommended starting 20mg of pariet 20mg (1×2) taken before meals. The patient was discharged with no hospitalization. In (B)(6) 2025 during a nurse home visit, a passive placement of new intestinal tube was performed following the instruction of the treating physician as the patient did not respond well to oral madopar. In d(B)(6) 2025 during a gastroscopy at the hospital, the gastric ulcer at the pyloric area and the duodenal ulcer on the anterior wall had resolved. The patient's peg tube was removed due to its length and the patient received a new peg and j tube. The biopsy results revealed severe heliobacteria pylori infection, gastritis, and micro erosions were identified. The patient began eradication treatment of amoxil 1x2, klaricid 1x 2, flagyl 1x2 for ten days, and 250mg of ultralevure 1x1 daily for prophylactic gastrointestinal protection. The patient was discharged with no hospitalization. The causality between the gastric ulcer in the pyloric region and the duodenal ulcer was not reported. The causality between the heliobacteria pylori and the gastric ulcer in the pyloric region and the duodenal ulcer was not reported.